Manufacturer narrative:
Device had constant pump error 37 during the rewind test due to moisture damage on the motor home switch. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 37. The electronic assembly had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump was not rewinding as well as motor also was not responding. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device had constant pump error 37 during the rewind test due to moisture damage on the motor home switch. Unable to perform the prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 37. The electronic assembly had moisture damage.